Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low readings from the adc device compared to readings from a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as stomach cramps, weakness in the legs, and was unable to self-treat. The customer was taken to the hospital, where a healthcare professional (hcp) provided an unspecifed intravenous fluid solution to "offset the low sodium" levels as treatment. There was no report of death or permanent impairment associated with this event.